Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the titanium adaptor rotated while the titanium transfer set was being connected. This event occurred during use with patient involvement. The titanium adaptor was still in use. The exchange method that was being used was continuous ambulatory peritoneal dialysis. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation and an evaluation is complete. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye with no issues noted. Functional testing was performed which included leak testing, clear passage testing, integrity of seal surface testing, and clamp function testing. There were no issues noted during functional testing. The reported problem was not verified. Should additional relevant information become available, a supplemental report will be submitted.